Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a blank screen and would not start. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the repoted event, the programmer had a blank screen for over 20 minutes and then an error was displayed. Software was reloaded. It was also noted that the power cord door was missing, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board.